Event description:
Device was explanted.

Event description:
Patient reported having experienced left side "nipple discharge." Later healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Device evaluation:visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ nipple discharge: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported having experienced left side "nipple discharge." Later healthcare professional reported rupture. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 01/22/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.